Event description:
It was reported that during a clinic visit while preparing for a magnetic resonance imaging (MRI) scan, this right ventricular (rv) lead was discovered to exhibit high out of range pacing impedances. The health care professional (hcp) noted that the rv lead pacing impedances were measured to be greater than 2000 ohms while in bipolar configurations and isometric testing was completed and confirmed reproducible noise on the rv lead when in unipolar configuration. It was believed the cause to be due to lead fracture. Technical services (ts) discussed with the hcp advising that the MRI scan will be considered to be off label due to the rv lead fracture. At this time the rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that during a clinic visit while preparing for a magnetic resonance imaging (MRI) scan, this right ventricular (rv) lead was discovered to exhibit high out of range pacing impedances. The health care professional (hcp) noted that the rv lead pacing impedances were measured to be greater than 2000 ohms while in bipolar configurations and isometric testing was completed and confirmed reproducible noise on the rv lead when in unipolar configuration. It was believed the cause to be due to lead fracture. Technical services (ts) discussed with the hcp advising that the MRI scan will be considered to be off label due to the rv lead fracture. At this time the rv lead remains in service. No adverse patient effects were reported. Subsequent additional information was provided that reported that a lead revision was performed where this right ventricular (rv) lead was capped and surgically abandoned. The physician believed the rv lead had fractured due to the lead exhibiting high out of range pacing impedance measurements and high pacing thresholds. A new lead was implanted successfully as a replacement. No additional adverse patient effects were reported.